Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that a lead safety switch is enough to suggest a lead fracture or conductor issue.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported.